Manufacturer narrative:
(B)(4): the primary complaint was not confirmed, the meter does turn on; however, a secondary issue was noted where error 1 was observed during testing, due to a corrupted data. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.